Event description:
Event description cpi received information that after the implantable cardioverter defibrillator (ICD) declared many episodes in one day after the patient was taken off his medication. All of the episodes were reported to have been appropriate but did not convert the patient. All shocking lead impedance measurements gave an 'open lead' indication.